Event description:
It was reported that the device was unable to be loaded into the power load. The department requested a 2nd rescue to transport. It was further reported that the patient died of a heart attack.

Manufacturer narrative:
Please see updated b5 section for executive summary.

Event description:
On (B)(6) 2026, a risk assessment was conducted with input from risk management, regulatory affairs, and quality representatives to evaluate the extent of potential injury, as no response had been received from the customer following three contact attempts. Based on the available information at that time, there was insufficient evidence to establish that the reported delay caused or contributed to the alleged death. Additionally, a product evaluation concluded that no product malfunction was identified that may have contributed to the reported delay. On (B)(6) 2026, a clinical assessment was conducted with a sr. Manager, clinical affairs, to further evaluate whether the reported delay may have caused or contributed to the alleged death. Based on the available clinical information, the product evaluation, and the intended use of the device, there is no evidence to support that the power-pro 2 system caused or contributed to the patient's adverse clinical outcome (death due to myocardial infarction). The reported issue describes an inability to load the cot electrically into the power-load system, which represents an operational or use-related limitation, not a malfunction that directly impacts patient physiology. Importantly, the power-pro 2 cot is designed with a manual loading capability, which serves as a standard backup method. The patient could have been safely loaded and transported using this manual process. There is no causal mechanism by which the loading system could induce or contribute to a myocardial infarction. The underlying cause of death (heart attack) is a medical event unrelated to the function of the cot or loading system. While the need to request a second transport unit may have introduced a delay, there is insufficient information to establish that any delay was clinically significant or that it contributed to the fatal outcome. Conclusion: the device function (inability to load electrically) did not directly or indirectly cause or contribute to the patient¿s heart attack or death. The event is most consistent with an unrelated medical condition, and the device performed within its intended risk profile given the availability of manual backup procedures.